Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the ECG (electrocardiogram) socket/port is loose. There was no harm nor impact reported. The tempus pro is anticipated to return to the bench for service.